Event description:
It was reported that during a gastric bypass procedure, while firing across the jejunum, on the second stroke the surgeon stated that the "device felt different" and upon removing the device after the transection, noticed that the staples in the middle of the staple line did not close. The surgeon reverted to suturing the transected bowel close. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Photograph received. Field quality engineer reviewed the photograph. Comments are as follows: middle right staple line (patient side): mid line staples appear to be open/not formed. Position of open staples indicate possible tissue bunching and/or thick tissue area. When picture magnified the cut line appears to be not smooth as expected. Lower middle staple line (appears to be remnant side): staples appear to be in various stages of formation/malformation. Tissue appears to be thick in the mid line area. Cut line appears to be rough/jagged. Summary: the picture contains some indicators that in my opinion could result in open staples mid line. The interaction of thick/bunched tissue being fired on with a white reload by a device that had a damaged knife could produce a similar result. Even though the open staples could be the result just wrong cartridge selection for the tissue thickness. I believe that the event was the result of the interaction of conditions. Device analysis: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended.